Event description:
Customer reports that the charging cable for their freestyle libre 2 reader, gets very hot and the cable melted and is deformed. The reader is no longer able to be charged. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were included in the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on returned meter, damage and burn marked was observed on usb port. Reader¿s log did not downloaded due to damage usb port. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that the charging cable for their freestyle libre 2 reader, gets very hot and the cable melted and is deformed. The reader is no longer able to be charged. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the reader, damage and burn marks were observed on the usb charging port. Visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire or smoke was observed. The pcba was observed to be very clean. Unable to power on reader. Unable to download the reader's log due to the port damage. Extended investigation has also been performed on the returned reader since submission of previous MDR and the results are as follows: the usb charging port was observed to be mis-shaped, and the plastic divides are broken, allowing the terminals to make contact when a charging lead is plugged in. The reader was placed in the test fixture and the reader powered on, charged and downloaded successfully. A power consumption test was performed on the reader¿s battery, and the test passed with a result of 0.19ma, which is inside specification 0-1.0ma. The current draw from the returned reader was within specification, indicating that the reader did not have sufficient power to cause the reported damage. Per the customers complaint: "the plug and cord have always been very hot, and the cord is deformed as if melted. Customer also tried charging with a different cable with this one could not be charged either." As the customer has stated, they have used cables other than the cable provided with the reader to attempt to charge the reader. The damage observed is consistent with customer misuse of using a cable other than the cable provided with the reader. The freestyle libre 2 user¿s manual instructs users to only use the cable provided with the system. This issue is therefore not confirmed to use, as the returned readers charging port was damaged due to misuse. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The DHR's verified that the correct cable and adapter were part of the kit pack. The cable associated with the event has not been returned for investigation, but if returned at a later date, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that the charging cable for their freestyle libre 2 reader, gets very hot and the cable melted and is deformed. The reader is no longer able to be charged. There was no report of death, serious injury, or mistreatment associated with this event.